Event description:
Caller reported damage to the pump housing surrounding the usb port, which affected the ability to charge the pump. There was no adverse impact on the customer¿s blood glucose level. Customer continued to use pump for insulin therapy.